Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2017-00570. It was reported during the scs trial procedure, the lead got stuck and the electrode portion of the lead broke and remained insitu in the epidural space. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2017 wherein all devices along with the broken part of the lead was explanted and removed which resolved the issue. It is unknown which lead is associated with the issue. Therefore all the suspected devices are being reported.